Event description:
The following information was reported to gore: on (B)(6) 2017, the patient underwent endovascular aneurysm repair using a gore® excluder® aaa endoprosthesis. On (B)(6) 2026, a field sales associate (fsa) was notified of a potential need for reintervention following cta imaging (date unknown) that demonstrated contrast within the aneurysm sac, raising concern for a suspected type iii endoleak. Aneurysm sac growth was not noted with no size reported on imaging. On (B)(6) 2026, the patient underwent reintervention. The intervention targeted the right (ipsilateral) side of the main body graft rather than a component junction. It was reported that the physician elected to reline this segment using a gore® excluder® aaa endoprosthesis contralateral leg component (plc161200) to address the suspected type iii endoleak. No endoleak was identified on intra-procedural angiography. The patient tolerated the procedure without complication. On (B)(6) 2026, fsa received additional information from the physician that the endoleak was indeterminate and thought to be type 2 at the end but physician chose to reintervene and repaired using additional stent because it had been reported as type 3 endoleak initially. Cause of the suspected endoleak is unknown.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.